Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was foreign matter in the tube with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes. This occurred on 2 separate occasions before use. The following information was provided by the initial reporter: artifact found inside the tubes.